Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent pauses associated with sleep period was seen on the device. Intermittent undersensing was suspected. On (B)(6) 2018, false pause episodes while sleeping are still being seen. No intervention has been done. No further information is available at this time.